Event description:
It was reported that the patient experienced a nocturnal low blood glucose detected by the pump alarm, observed a nadir of 53 mg/dl on the pump, and self-treated with oral glucose (sprite); the patient noted frequent urination and reported high fluid intake, and no device malfunction details were available. Symptoms included hypoglycemia with sleepiness/drowsiness and headache, as well as urinary frequency. Outcomes included an unexpected medical intervention where medication in the form of oral glucose was required, without other reportable clinical impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.